Event description:
A customer reported a past high blood glucose event which led to a visit to the emergency room, followed by hospitalization in the ICU due to a blood glucose (bg) level reaching 581 mg/dl and the presence of large and dangerous ketone levels on (B)(6) 2025; cause of elevated bg was unknown. The incident did not result in any injury, nor was any permanent damage sustained. Treatment with intravenous fluids and insulin resolved the issue, allowing for discharge from the hospital on (B)(6) 2025. The customer declined a supplies or system check, and no further assistance was required.